Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 8 mmol/l. The customer reported that they had damage on the reservoir compartment. The customer reported issue or damage to reservoir compartment or lip was detached and was unable to lock in place when inserted into pump. It was reported that the customer was treated for low blood glucose. The customer was advised that the pump will be returned for analysis. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.